Event description:
Our distributor in (B)(6) reported that various hospitals had found that the heater wire pins were damaged on their rt206 adult breathing circuits, preventing connection of the breathing circuit to the heater wire adaptor. In all cases this was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt206 breathing circuits were not returned to fisher & paykel healthcare in (B)(4) for evaluation. Photographs of the faulty circuits were requested, but these were not provided. Our investigation is therefore based on the description of the problem and our knowledge of the product. Results: based on other complaints of this nature that we have received, when the heater wire adaptor cannot be fully connected to the heater wire socket in the heated inspiratory tube of the rt206, we usually find that one or both of the inspiratory heater wire pins are bent or split. This prevents the adaptor from connecting to the heater wire socket. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during transport or by the end user. (B)(4).